Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with pump use. The reporter stated that the patient's blood glucose (bg) was 48mg/dl with symptoms of confusion/disorientation. Reportedly, there was no intervention above and beyond usual diabetes management and the patient remained on the pump. No information was available regarding pump setting adjustments made by the patient's healthcare provider before or after the alleged event and details about the patient's programmed history and settings was not provided. Trouble shooting determined that the patient had miscalculated a bolus and that the pump was not required for return. It was further reported that the patient incorrectly programmed the bolus type and had overrided a bolus amount recommended by the pump. This complaint is being reported for the allegation of hypoglycemia associated with a patient use error as a contributing factor.

Manufacturer narrative:
There was no data in the pump histories from the reported issue due to continued use of the device. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.